Event description:
It was reported that a tlc75 was used during a left hemicolecytomy procedure. It was reported by the affiliate that the tlc75 was initially fired successfully. After reloading the instrument, was unable to fire due to the firing knob not advancing. Another tlc75 was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Proximate linear cutter-based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with a nick present in the swing tab of the cartridge. Due to the condition of the returned swing tab, it appears possible that an attempt may have been to load the cartridge upside down. If the cartridge is loaded in the upside down position, it cause the swing tab to be activated causing the cartridge to lock-out. However, it could not be ascertained if this may have occurred in this instance. Another possible cause may have been an inadvertant movement of the firing knob. This is evidenced by the proximal drivers being in the up position and the lock out being in the locked position. It should be noted that the cartridge is designed to lock-out if any staples have been fired from the cartridge. The swing tab (lockout) was reset on the cartridge. The instrument was then fired with the returned cartridge. It fired and formed the remaining staples as designed with no difficulties noted.